Event description:
It was reported that the customer insulin pump, has requires frequent battery changes and received excessive no delivery alerts. Customer's blood glucose level was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.